Event description:
The facility reported a pump with failure code 808:02, which stopped the infusion when the pump alarmed. This problem was identified during pt use. There was no pt injury or medical intervention necessary. Therapy was stopped, the pump was swapped out, then therapy continued. No add'l info is available.

Manufacturer narrative:
Eval summary: a request for the return of the device has been made. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an evaluation, or if any add'l info becomes available.